Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was not confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation required.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Event description:
It was reported the reamer edge was blunt, making it difficult to ream the acetabular. The surgeon continued to use the reamer was there was no spear. Procedure was completed successfully with no adverse events.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Complaint information was provided by stryker.